Event description:
Physio-control examined the customer's device as part of a regularly schedule preventative maintenance where it was observed that the device would not deliver defibrillation energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was that a cable-mounted plug connector, designator p22, had become loose. Physio then reseated the connector and after observing proper device operation through functional and performance testing, the unit was returned to the customer for use.